Event description:
The event is reported as: complaint alleges: cannot lock or unlock needle holder during a CABG procedure. Another needle holder was used without incident. No pt injury reported.

Manufacturer narrative:
Sample not received by MFR. Investigation is incomplete at time of this report.